Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The treatment for the peritonitis event was not reported. The outcome of the peritonitis event was not reported. The action taken with the pd therapy was not reported. Additional information was requested, but is not available at this time.